Event description:
It was reported that the customer had a test failure error alarm on the insulin pump. Customer stated that the pump is back to normal now. Customer stated that alarm went off the pump rebooted itself. Customer stated the alarm did not occur during the rewind/prime sequence. Customer was advised to program an easy bolus into the air. Bolus amount was recorded in the bolus history. Customer was assisted in performing a self test. Pump passed. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.